Manufacturer narrative:
Concomitant: product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3550-39, lot# n236076, implanted: 2010-(B)(6), product type accessory. Product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3708160, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 3708160, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported see an elective replacement indicator (eri) message. The device stopped working and would not turn on. No symptoms, troubleshooting, or outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: head/neck (non-malignant)